Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was still having symptoms. No actions/interventions were taken to resolve the adverse events. The cause of the foreshortening was not determined. The pipeline had not been placed in a vessel bend.

Manufacturer narrative:
Continuation of d10: product ID: ped3-027-450-16 (b675954); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving the pipeline vantage with shield technology, the first device (4.5x16) foreshortened upon removal of the microcatheter, necessitating the placement of a second device (4.5x12). The device was said to have migrated due to the foreshortening. The pipeline had been implanted in the intended location with wall apposition achieved. Post-operatively, the patient experienced vision issues, numbness, and headaches. An MRI revealed a focal low density with loss of gray-white differentiation in the lateral left basal ganglia subsinular region. The aneurysm was located in the left internal carotid artery, was unruptured, and had a saccular morphology with a maximum diameter of 4.5 millimeters and a neck diameter of 4mm. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered, and the angiographic result showed successful placement of the second device. The patient remained alive with injury. Ancillary devices include a ballast sheath, navien 058 guide catheter, and phenom 27 microcatheter.